Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump display was missing segments and was fading. The customer¿s blood glucose level was unknown at the time of the incident. The pump was a recently received replacement pump. Troubleshooting was not completed. The insulin pump will be returned for analysis.